Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that their handset was totally dead because they hadn't used it for a while, but needed to connect to ins to address sudden, uncomfortable buzzing/vibrating sensation at their battery that just started today. Patient said they initially felt the buzzing while lying on the couch earlier, but now they also feel it when they're standing up. Patient denied having any falls or trauma to the area. Agent emailed repair dept and request expedited shipping for this case. Agent reviewed with patient that if the buzzing/vibrating became intolerable that they could go to an ER or urgent care and ask the staff to page out a rep. Agent provided patient with nas phone number. Patient called back on (B)(6) 2025 and repeated information previously noted. Agent had patient connect to ins and verified therapy was off. Agent again reviewed if vibration continues they need to seek medical assistance and contact hcp to check ins. Reviewed pss can't connect to ins remotely. Patient called back on (B)(6) 2025 and repeated information. Patient provided new information that they had gone to the ER regarding the buzzing they felt down towards their rectum and the ER told them they would request a mdt rep but patient never heard from rep. Pt said they had turned off therapy because they had been constipated for 6-8 months and they wanted their implant removed because for the last year they've had nothing but problems from the implant. Patient said they let hcp know this and hcp told them they would get them in asap but nurse told patient this may take a while and to see a mdt rep in the mean time. Ps redirected patient to hcp. During call patient's external equipment was not charged up so patient couldn't access therapy app. Ps reviewed that per last conversation ps agent assisted checking implant and therapy had showed off. Ps reviewed hcp listings for patient's area with patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient clarified that there was a constant vibration on their hips. It was not cause by normal battery depletion. The cause of the device not working was unknown. In order to resolve the issue, the device will be removed. Issue has not yet been resolved. The cause of the sudden, uncomfortable buzzing/vibration sensation at the battery site was not determined, the most likely cause was not known. The cause of the buzzing felt down towards the rectum was not determined.